Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to the non-boston scientific right atrial (ra) lead exhibiting low out of range pacing impedance measurements. Additionally, inappropriate atrial tachy response (atr) episodes were stored due to oversensed noise on the ra channel. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.